Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A continuous flow saline leak of 10cc was observed when the angle was adjusted during the procedure. A starter guidewire was inside the faradrive steerable sheath clear prior to and/or at the time the leak was observed. A recognition failure of an rf needle was noted. A non-boston scientific (bsc) pump was used for irrigation. No blood leak or visible air was observed. The faradrive steerable sheath clear was replaced, and the procedure was completed using different faradrive steerable sheath clear. No patient complication occurred. The product is expected to return for analysis.

Manufacturer narrative:
The faradrive was visually inspected upon return. No outer abnormalities were noted. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. The external hemostatic valve had tears affecting its center slit. This type of defect can compromise the valves' ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress. Additionally, oil was noted on the valves.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. A continuous flow saline leak of 10cc was observed when the angle was adjusted during the procedure. A starter guidewire was inside the faradrive steerable sheath clear prior to and/or at the time the leak was observed. A recognition failure of an rf needle was noted. A non-boston scientific (bsc) pump was used for irrigation. No blood leak or visible air was observed. The faradrive steerable sheath clear was replaced, and the procedure was completed using different faradrive steerable sheath clear. No patient complication occurred. The product is expected to return for analysis.